Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: ir lab manager. G4 - PMA/510(k) #: k171603 . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the stent of a ultrathane cope nephroureterostomy set was difficult to remove. During a nephroureteral stent exchange, a 0.035" wire guide was advanced through the existing 8 french nephroureteral stent, but the stent could not be removed over the wire guide. Both the wire guide and stent were removed together. It was noted the components were stuck together. The wire guide did not exit any of the side ports. The procedure was completed by using another wire guide and stent to re-enter the existing tract into the kidney/bladder. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported to cook, after advancing the catheter from an ultrathane cope nephroureterostomy set over a .035" wire guide, the wire could not be removed from the catheter. The catheter and wire guide were removed as one unit and replaced. Upon removal from the patient, it was confirmed the two devices were completely stuck together. The wire did not go out a side hole. The procedure was completed by using a wire and catheter to re-enter the existing tract into the kidney/bladder. No additional procedures were required. Reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint device was not received; therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. The device master record (dmr) was reviewed, and quality control procedures were identified. Sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) could not be performed due to an unknown lot number. A database search for other complaints under the device¿s lot number could not be performed for the same reason. The information provided upon review of the dmr, qc, and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Cook also reviewed product labeling. The current instructions for use t_nucl_rev5 (cope nephroureterostomy stents): precautions: manipulation of product requires fluoroscopic control. A ptfe-coated wire guide must be used with this product. Where long-term use is indicated. Is indicated, it is recommended that indwelling time not exceed 90 days and that the physician evaluate the catheter before this time expires. Instructions for use: fix the catheter at the skin surface and apply dressings. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no device return, and the results of the investigation, it was determined the cause of this event is related to component failure without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.